Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/16/2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available.